Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete patient information. Date of event is estimated.

Event description:
It was reported diagnostic imaging identified one of the patient's drg leads as fractured. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein the lead was explanted. Postoperatively, effective therapy was restored thus resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information obtained, a single definitive root cause could not be conclusively determined.